Event description:
Patient experienced hyperglycemia of 17.0 mmol/l (306 mg/dl), and his normal blood glucose is around 7 mmol/l (126 mg/dl). The infusion device displayed an e4 occlusion error, and he changed the accessories. He noticed moisture in the infusion device and thought there was a leak in the system. He was instructed to attach the infusion tube to the cartridge before inserting into the infusion device. He also had the flu and was not sure what caused his elevated blood glucose. The infusion device, infusion set, and cartridge were requested for evaluation. He did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The cartridge compartment is contaminated, and the insulin in the cartridge compartment led to a corroded piston rod. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications.